Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power on (B)(6) 2018 while utilizing the mobile power unit (mpu), and that the alarms may have been associated with the mpu power cable coming loose. No additional information was provided.